Event description:
A customer contacted beckman coulter inc. (Bci) to report two (2) erroneous reactive toxo igg results, which was generated by unicel dxc 800 access chemistry analyzer. The result was reported out of the laboratory and questioned by the physician the sample was repeated and both samples gave reactive results. The customer performed precision studies on both samples, which resulted in non-reactive. An amended report was issued. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The sample was serum. Qc controls were within established ranges pre and post the erroneous results bci field service engineer cleaned the sample pump. A clear root cause can not be determined for this event.